Event description:
The contact discovered the customer's meter was set in mmol/l. The customer had thought that her blood glucose readings were low. No adverse events were alleged due to the mmol/l readings. The meter was reset to mg/dl, and no product will be returned.